Event description:
A customer reported a cryocyte bag for which a small hole on the shoulder of bag was discovered upon thawing. The bag contained 80ml of hpc-a cells, of which 69.2mls of cells were infused into the pt. The pt was treated with antibiotics as a result of the bag breakage. The bag was stored in one inch of liquid nitrogen. The duration of storage was bag was approx 8 months. There was no technician exposure to blood products. This complaint was reported to baxter in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.